Event description:
It was reported that the pump battery could not be charged, which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. The customer reverted to manual insulin injections for insulin therapy.